Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that the tip of reamer teeth were worn out and bent. There were no reported patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument partially confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: added: d10. Corrected: h3 and h6 (device). Removed material twisted/bent under device code.